Event description:
Endoclip did not release from deployment shaft. The clip was inserted and easily deployed with two clips on firing, however the clip did not detach from the deployment shaft as anticipated. The nurse tried opening and closing the handle again and it would not detach. The surgeon noticed a bend where the wire attached to the shaft and saw a needle coming out from the wire where it was supposed to come from the deployment shaft. A small metal piece that is usually on the deployment shaft came loose. Several maneuvers were attempted including some ventral traction and wiggling the scope from side to side and twisting maneuvers; however, the clip would not easily release. Boston scientific was contacted and instructed surgeon to attempt to straighten wire and shaft to realign; this was attempted but could not get them to detach. A second tandem scope was inserted in an attempt to agitate the deployment sheath away from the clip. After multiple conversations with boston scientific, the tandem scope was removed. In one final attempt with gentle side to side manipulation and gentle retraction, the deployment sheath released from the clip. FDA safety report ID# (B)(4).